Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as the patient had a "poor environment". The event was manifested by abdominal pain, fever, vomiting, diarrhea, and cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Nine days after the event onset, the pd catheter was removed due to the patient not responding to peritonitis treatment. The patient was transferred to hemodialysis. Twelve days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient had not recovered. No additional information is available.